Event description:
Customer reported one sar-cov-2 tma run, wl (B)(4) using assay lot 275888 on panther instrument sn (B)(4) which had an increase in samples. Customer retested some positive samples on a different platform where they resulted as negative.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hw issues but did notice the negative control rlus were elevated. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. Kinetics for this wl showed many curves between more typical positive and negative results. Pas determined the increase in positives was due to improper sample preparation or handling. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Manufacturer narrative:
Amended information in section b5 describe event or product problem. Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 275888 on panther instrument sn (B)(6) which had an increase in positive samples. Customer did not retest samples from this wl, which had 14 positives out of 248 samples.